Event description:
It was reported that a needle detached from the syringe.

Manufacturer narrative:
It was reported that a needle detached from the syringe when the needle was being pulled out following an injection. The needle was reportedly pulled out of the patient and an x-ray was obtained which confirmed that no needle fragment was retained within the patient. The device was discarded. No serious injury or adverse impact to a patient or to a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or sample were provided for evaluation. Visual and functional testing was performed using retained samples from the reported product lot. The reported problem/issue was unable to be reproduced or confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a needle detached from the syringe.